Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the threaded connector on the battery clip was loose. The hospital staff had previously checked the battery clip for this issue and the battery clip passed inspection at that time. The battery clip was replaced without incident. The battery clip was not on this pt at the time of the event. No further issues were reported.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.